Event description:
It was reported that this patient underwent a left hip replacement. The patient later returned to the physician¿s office with complaints of pain, stiffness, decreased range of motion, instability, and dissatisfaction related to their left total hip arthroplasty (tha). Evaluation revealed the presence of a recalled gxl liner, a malpositioned acetabular cup, associated bone loss, and femoral component loosening. Also, photographs provided show wear on the liner. Subsequently, the patient underwent a revision surgery. The procedure involved explantation of all existing hip components. Due to the extent of bone loss, additional bone graft substitute was required. A revision locking acetabular cup was implanted with a new acetabular liner, and the femoral component was revised with placement of a monoblock revision stem. The patient was last known to be in stable condition following the event. No further information is available.

Manufacturer narrative:
D10: 132-32-52 - nv gxl lnr, lipped 32mm ID group 2 cups: (B)(6). 132-32-52 - nv gxl lnr, lipped 32mm ID group 2 cups: (B)(6). 148-32-07 - 12/14 zirconia head 32mm +7mm neck: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.